Event description:
It was reported that there was an impedance issue. The patient had no sensation. An xray was done and the decision was made to replace the lead and extension. Reprogramming was done. Of note, the patient had other issues, not specified, and the stimulator was turned off. The model and lot of the extension was not available. The patient outcome was noted to be alive with no injury/no adverse event.

Manufacturer narrative:
Product ID: 3888, lot# l65313, implanted: (B)(6) 2001, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient had "??" Therapy impedances on (B)(6) 2009, and "??" Impedances on (B)(6) 2007. On (B)(6) 2011 it was reported the impedances were more "awry." The therapy impedances were reported as "??" It was noted the manufacturer's representative was planning to meet with the patient. An impedance was reported as ">000" ohms. It was reported the therapy impedances were 71 ohms. It was reported the therapy was effective for an unknown time period then became less effective. It was noted the therapy was effective on (B)(6) 2010. It was stated the patient had intractable leg pain, rheumatoid arthritis and various joint replacements. It was unclear when the lead and extension replacement occurred. It was noted the patient was expected to meet their health care provider on (B)(6) 2013. This event was also reported under manufacturer report # 3007566237-2013-01695. Any additional follow up information will be reported under this manufacturer report # 3007566237-2013-01721.